Event description:
It was reported that this right ventricular (rv) lead exhibited noise that resulted in delivery of inappropriate shock therapy. An x-ray was performed and confirmed lead damage. The rv lead was explanted and replaced successfully. Additionally, it was reported that a system upgrade was performed, and the patient received a subcutaneous implantable cardioverter defibrillator (s-ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed the lead had physical damage in the area approximately 280 millimeters (mm) from the terminal pin. In this area, the insulation appears to have been cut and the r/s positive/defibrillation negative cable is protruding from the cut. Both the suture sleeve and the cable protruding from the damaged insulation appear to have been cut as well. The chest x-ray that was completed in the field, and returned with the lead, was reviewed. It was noted the cable was protruding from the lead while implanted. Microscopic inspection of the damaged area verified the insulation and cable had been cut with a tool. This cut was likely inadvertently induced during the implant procedure and the reported clinical observations were a result of this damage. Patient code 3191 was applied to capture the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise that resulted in delivery of inappropriate shock therapy. An x-ray was performed and confirmed lead damage. The rv lead was explanted and replaced successfully. Additionally, it was reported that a system upgrade was performed, and the patient received a subcutaneous implantable cardioverter defibrillator (s-ICD). No additional adverse patient effects were reported.